Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Evaluation summary: neither x-rays nor surgical notes have been provided to determine if the devices were implanted with the appropriate fit and orientation per the surgical technique. In general, patient factors that may affect the performance of the components include: age, bone quality, height/ weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.